Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis where no abnormal shutdowns or reboots were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient use associated with the reported issue.